Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump does not properly detect when door is closed" was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower latch switch which was not responding to input. The lower auxiliary required to be replaced to correct the reported problem. The device was received for evaluation. During functional testing, the reported problem "pump does not properly detect when door is open" was not reproduced. The reported condition was verified. The cause of the condition was the lower latch switch which was not responding to input. The lower auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not properly detect when door is closed/open. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.